Manufacturer narrative:
The reported ventilator was investigated on-site by the field service engineer (fse). It was stated that air gas module and main back-plane pcb need to be replaced. The air gas module regulates the inspiratory gas flow and gas mixture. The liquid contamination in the air gas module as previous investigation has shown, had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The conclusion is that the device did not fail to meet its specification, as the most probable source of liquid contamination in the air gas module is a contaminated air gas from the hospital's central air gas system. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. According to provided information, the humidity level was higher previously due to central line issue. The picture of the liquid contamination was not provided. The pcb were not further investigated since ingress of liquid on pcbs can cause failure/short circuits which might lead to a ventilator malfunction. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
During on-site visit traces of liquid contamination inside the filter's chamber of the air gas module and on main back-plane printed circuit board were found. There was no patient harm. Manufacturer's ref. #: (B)(4).